Event description:
It was reported that a tx30g was used during a pneumonectomy procedure. It was reported by the affiliate that the instrument placed correctly on the main stem bronchus. Firing of the instrument sounded strange, more a crack than a click. Instrument would not open immediately after resection, but while removing it off the bronchus, clearly no staples could be seen, bronchus was not stapled. A new tx30g was placed on the bronchus and there was no problem completing the case. There was no consequence to the pt.